Event description:
On 3/6/2023, it was reported by a sales representative via email that the eyelet of one of the swivelocks from an ar-2600sbs-10 knotless speedbridge¿ implant system, was pulled out. After inserting the swivelock successfully, the surgeon was trying to shuttle a repair suture through the swivelock link shuttle stitch, and as it was being converted, the eyelet pulled out through the center of the swivelock, which caused a failure of the knotless construct. This was discovered during an rcr procedure on (B)(6) 2023. The case was completed with the rest of the swivelocks from the kit. The broken eyelet was removed from inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.